Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the handswitch and performed visual and functional testing. The imaging system then passed the system checkout and was found to be fully functional. However, it was later indicated that the system issue was not resolved. Follow-up has been conducted to confirm if the issue has been resolved. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the 2d images were not saving properly. It was reported that the system did not respond when pressing the save button on the handswitch. When a second 2d image was captured, pressing the save button saved only the last image. Additional information was received after the system checkout was performed that stated the issue was not yet resolved and that the system was slow. The medtronic representative also suggested the patient data should be removed. There was no patient involvement.